Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported "no injury". The deivce's jaw would not open to complete the case. There was no consequence to the pt.